Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58 lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low lead impedance and was sensing noise in bipolar mode causing it to mode switch to unipolar mode. The patient was symptomatic to the mode switching. The physician elected not to intervene since the lead is currently in unipolar mode. The lead remains in use. No further patient complications have been reported as a result of this event.